Event description:
The user's right implant has migrated down the head from the original placement. The magnet is close to the top of the pinna and therefore the user cannot wear the sonnet audio processor without discomfort and is instead wearing rondo 2 audio processor. The surgeon noticed the migration when implanting the user's contra lateral side on (B)(6) 2019; the family noticed the issue over time. Reimplantation was performed on (B)(6) 2021. This report refers to 9710014-2019-00870. For further information please refer to this report.